Event description:
The customer was sick with the flu. They performed a blood glucose test and received a result of 364mg/dl. The customer treated themself with insulin. One hour later the device read 383mg/dl. The customer stated that their ketones were very high and they were experiencing acidosis. The customer went to the hospital. The hospital device read 396mg/dl. The customer was given an insulin drip. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.